Manufacturer narrative:
(B)(4).a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample is not available, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the lot number provided in the initial medwatch was incorrect. The actual lot number is unknown. Additional information: this complaint was not confirmed for connection issue involving titanium adapter due to lack of sample. Therefore, a root cause could not be determined. A batch review could not be performed as the lot number of this device is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A doctor reported to baxter (B)(4) that an accidental disconnection occurred between a minicap extend life transfer set with twist clamp and a titanium adapter. This report is addressing the disconnect of the titanium adapter. This event occurred four times over a period of one year. This is addressing report 3 of 4. There was no patient injury reported.